Event description:
It was reported that the patient experienced stimulation in the wrong location. Starting in (B)(6) 2012 she had stimulation that went down to the bottom of her left foot. It was intermittent but, kept her awake at night and she was unable to lie on her back because of it. The patient stated she turned off her device because it was bothering her, and when she turned it back on for water aerobics five days later it bothered her again. It was noted that the patient had injured her nerves from "a bad spine" when she was younger, but started having more trouble with them a year ago. The patient had already tried programs 3 and 4 at 7.0v and that's when she felt the stimulation in the bottom of her left foot. The patient tried program 1 at 2.3v and down to 2.1v, but it was uncomfortable in patient's back. On program 2 up to 2.6v the patient could feel the "flutter" in her buttocks and some of her pelvis area. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient was still having concerns regarding her device or therapy but she was working with her physician or manufacturer representative. Her next appointment was scheduled for october 11. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3093-28, lot# v855061, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).